Manufacturer narrative:
Root cause was undetermined as the customer could not identify any problem on the unit. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, at the end of an intervention on a patient; the bellows did not go up - they were blocked. Customer tested the machine and unit showed "unable to pressurize the circuit message". There was no reported patient involvement.